Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon confirmation form and operative notes received. Scf indicates that the patient had two revisions due to component loosening, pain and alval/ soft tissue reaction. The first revision is on (B)(4). Operative notes indicate that the patient was revised to address loosening of the stem. Ceramic femoral head, corail stem and ceramic liner were removed. Depuy poly liner was put in place along with a competitor head, stem and cement. The patient was noted to be clinically not infected. Doi: (B)(6) 2009, (stem). Doi: (B)(6) 2016, (unknown ceramic femoral head and unknown ceramic liner). Dor: (B)(6) 2017, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.